Event description:
The battery status indicated a full charge on the batteries. However, when the ventilator was unplugged it stopped working. Manufacturer response for ventilator, engstrom cs (per site reporter): vendor service engineer replaced the batteries.